Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon noticed that he fired the second clip over top of the first clip, the jaws locked up and the device became stuck on tissue. The device was removed by grasping the tissue with an instrument and prying the device off with a dissector. Another same like device was used to complete the procedure. There was no adverse consequence to the patient reported.